Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors m-11 and c-38. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, multiple integrated electrosurgical unit (iesu) or erbe errors occurred. The intuitive tech support engineer (tse) found multiple m-11, c-30, m18 and c-38 errors in the system logs. The customer restarted the erbe and manually adjusted the energy settings, but the errors persisted. The customer ensured that the erbe was plugged into its own dedicated outlet. The secondary bipolar and monopolar ports on the erbe generator were also used, but the issue remained. The customer stated that they had an ft10 generator as a backup. The tse advised that the ft10 is not validated for use with the da vinci. The procedure was completed as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The procedure was completed using bipolar energy only.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and the reported failure error m-11, c-38 was confirmed and replicated. During power-on test, the m-11 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to internal timeout error pertaining to the generator.

Event description:
Refer to h11 for follow-up information.